Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering and permanent injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #4).an additional emdr was submitted to represent the bard/davol composix kugel mesh (device #1), composix kugel mesh (device #2) and ventralight st (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composix kugel hernia patches on (B)(6) 2004 and (B)(6) 2010 and two ventralight st meshes on (B)(6) 2011 and (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the two composix kugel hernia patches and two ventralight st meshes. As reported, the patient underwent revision surgeries for composix kugel hernia patches on (B)(6) 2011 and ventralight st mesh on (B)(6) 2014. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient had emotional distress and the device was defective.